Manufacturer narrative:
B3/d10: the event occurred on unspecified dates between (B)(6) 2023 and (B)(6) 2023, further described as "for the past 2 weeks". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set leaked; further described as ¿the leak occurred were there tubing goes into the transfer set¿. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury; however, the patient was given prophylactic antibiotics. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.